Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated as it was the normal operation of the system. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that there were noises coming from the gantry only when it was spinning, not when it was being positioned. It was reported that the spin was completed normally. No patient was present.